Event description:
Reporting status: serious injury/surgical intervention/permanent damage. Reporting rationale: dislodged stent remains in patient. Device issue: dislodged stent. It was reported that the procedure was to treat a lesion in the distal right, and during the placement of another company's guiding catheter, a dissection occurred in the proximal right, near the tip of the guiding catheter. An 3.0 x 23 mm rx vision was selected to treat the dissection. As the dissection was not completely covered, a 2.5 x 23 mm rx mini vision was also deployed. Another 2.5 x 15 rx mini vision was selected to finish treatment and an attempt was made to place this stent distally, through the previously deployed stents; however, the stent hung up on the previously deployed stent. During the attempt to remove the guiding catheter and stent delivery system from the patient, the stent dislodged from the balloon, into the coronary. Attempts were made to snare the stent, but were unsuccessful. The patient was sent for bypass surgery; however, the stent was not removed during surgery and remains in the patient. No additional event or patient information is available.

Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event information, including patient information and patient status from the hospital, file contact or distributor. Results and conclusion summation - product performance engineering reviewed the incident information. The inability to cross and subsequent stent dislodgement appear to be related to an interaction with the previously placed stent(s). Attempting to place a stent distal to a recently placed stent is contrary to the IFU, which state: "when treating multiple lesions, the distal lesion should be initially stented, followed by stenting of the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent and reduces the chances for dislodging the proximal stent." The reported incident appears to be related to the operational context of the device and not quality problem.